Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electromagnetic interference (emi) was noted on the cardiac resynchronization therapy defibrillator (crt-d). The patient claimed that the source of the emi was from their neighbor's house. The crt-d remained in use. No patient complications have been reported as a result of this event.